Manufacturer narrative:
The investigation has been started and we will share the result in a final report.

Event description:
It was reported that the affected oxylog 3000 went out during operation and then started in service mode. The patient continued to be ventilated with a manual bag and managed this without any complications.

Manufacturer narrative:
For the investigation, the affected oxylog 3000 device with serial number (B)(6), produced in may 2003, was available to the manufacturer in lübeck. In addition, the device was checked in the field by a dräger service technician. When the logbook was read out, the error code sensor: s6 out of range was detected. During the examination in lübeck with a continuous operation test, no abnormalities could be found on the device. The logged error "sensor: s6 out of range" indicates that the output signal of the pressure sensor s6 was outside the valid range, which led to a stop of the ventilation. The error could not be reproduced and was in the logbook only once. If the "alarm reset" key is pressed while a device fault is displayed, the device switches to service mode. The reported error in the device test of the service technician on site ("problem patient flow measurement") is not related to the error of the s6 sensor and the failure of the device. In the event of a technical error, the device alarms visually and acoustically, but may no longer provide an adequate ventilation function. In this case, the operating instructions stipulate that an alternative ventilation option must be kept ready. If the error recurs, the lp sensor should be replaced. The lp sensor is not a part that needs to be replaced regularly, but in individual cases it may fail during the service life of the device. The number of comparable cases, related to the root cause, is within the originally assumed range of the risk assessment and is therefore accepted.

Event description:
It was reported that the affected oxylog 3000 went out during operation and then started in service mode. The patient continued to be ventilated with a manual bag and managed this without any complications.